Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a decrease in pacing impedance measurements, including low out of range measurements. The thresholds were also reported to be not optimal. The patient will continue to be monitored. No adverse patient effects were reported.